Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to an infected hip; the surgeon washed out the hip and replaced the head and liner.